Event description:
It was reported that the customer was hospitalized for high bgs and dka. Also it was mentioned that the pump had an alarm. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. Instructed the customer to change the infusion set and use manual injections per md protocol.